Event description:
A report was received stating that the tracheostomy tube cuff was found leaking after 1 day in use. No permanent adverse effects to patient were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.